Manufacturer narrative:
(B)(4). Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified anatomy resulting in the reported failure to advance and the reported difficulty to remove. Manipulation of the device using force ultimately resulted in the reported break (coils were unraveled). It should be noted that the hi-torque guide wires instructions for use states: do not: push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Although it was noted that resistance was noted during removal of the guide wire, the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the left anterior descending (lad) artery. The bmw universal guide wire was advanced however met resistance and failed to cross the lesion. Resistance was met retracting the guide wire therefore force was applied. The guide wire was removed and it was noted the coils were unraveled however the guide wire was still in one piece. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.